Event description:
The pt's family member contacted lifescan (lfs) in 2005 and alleged that the pt's one touch basic enhanced meter was not working. The pt was receiving the apply sample message and was not able to get the test started. She had consulted a medical professional, and was advised to contact lfs regarding the issue. She did not receive any medical treatment or intervention. At the time of troubleshooting with the customer service agent, it was verified that this was not a new product. It was discovered that enough sample was not applied to the test strip. The reporter was asked to retest with a new test strip and a sufficient sample size, but the issue persisted and the test did not start. She was then asked to retest with a new vial of test strips. The test still did not start and the issue was not resolved. A replacement meter, control solution, and test strips were sent to the pt.